Event description:
In the process of contacting the pt's neurologist to notify him that the pt's device may be nearing end of service, it was discovered that the pt had previously undergone lead replacement surgery due to a lead break.